Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl after changing the cartridge, infusion set, and site. Reportedly, the customer changed the site and bg lowered to target. Troubleshooting did not occur with tandem's technical support as the alleged issue occurred in the past and the supplies were changed out prior to the report.